Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h2, h3, h4, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device has been retained by hospital. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item# unknown / unknown head / lot # unknown. Item# unknown / unknown shell / lot # unknown. Item# unknown / unknown stem/ lot # unknown.

Event description:
It was reported that during a hip surgery, the surgeon was unable to seat the polyethylene liner into the acetabular shell. A new liner was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.